Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicm512.6 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was exchanged with a shorter lens on (B)(6) 2017 due to excessive vaulting and the problem was resolved. Device evaluation: the product was returned dry, in a micro centrifuge vial. Visual inspection found the lens with no visible damage, residue/debris on lens and the lens with a yellow tint. (B)(4)